Manufacturer narrative:
Additional information from the customer: the patient had eight to 10 fibroids treated somewhere 1 to 2cm, the largest was 5 to 6 centimeters and did require multiple overlapping treatments. The patient came back two weeks later and had about a 22,000 white count, was placed on antibiotics for several days, did not respond to them, and subsequently had an open hysterectomy with the findings as described above. These abscesses grew an unusual staphylococcus species that is not commonly found. The patient had a hysteroscopy to start and a vcare intrauterine manipulator was placed. During the procedure, the manipulator needed to be adjusted and it appears that it was perforated through the vagina at the additional cervical junction. The vcare was filled with fluid to better delineate the cavity. Prophylactic antibiotics were not used.

Event description:
It was reported that on may 28, an acessa procedure was performed and during the procedure, they perforated the vagina during dilation with a non-hologic product. The rest of the acessa procedure was normal. The patient returned to the hospital and was admitted two weeks later with severe pain and sepsis symptoms. The patient was given antibiotics, and an ultrasound of the uterus was performed, a small hematoma was discovered that was unable to be drained due to its small size, also small defects in the myometrium were noticed during the ultrasound, the doctor visualized the uterus laparoscopically and noticed 2-3 cm holes in the uterus "straight from top to bottom", four holes in total. The patient was not improving and requested a hysterectomy. A hysterectomy was completed. No additional information available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.